Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by a baxter-employed nurse from (B)(6) of peritonitis with culture positive for candida unknown (fungal) in a patient coincident with dianeal pd2 ultrabag therapy for peritoneal dialysis (pd). Dianeal pd2 ultrabag therapy was ongoing. The nurse reported that on (B)(6) 2012, the patient experienced peritonitis that resulted in hospitalization on an unreported date. The cause of the peritonitis was unknown. On an unreported date, the patient began treatment with vancomycin (1g injection, once in four days), fortum (1g injection, once daily), and amikacin (125mg injection, once daily). It was not reported whether remedial therapy was ongoing. Follow-up information was supplied by the nurse: on (B)(6) 2012, the pd catheter was removed. Dianeal pd2 ultrabag therapy was discontinued.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. The cause of the reported condition of peritonitis is undetermined.